Event description:
During a rotator cuff repair, the tip of the crochet hook broke off. The surgeon was using the device to grab suture and hold the rotator cuff when the tip broke off. The broken portion of the device floated away into the pt. A delay of forty-five minutes took place while looking for the broken piece. The broken piece remains in the pt. The pt incurred a swollen shoulder due to this incident. The procedure was completed without further complications. A video clip was sent in for review and showed the crochet hook getting caught on the upper jaw of the suture stitcher being used to deliver the suture.